Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she removed one of her sensors she could not see the cannula. Troubleshooting did not occur for the missing cannula. The sensor will be returned for analysis.